Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the surface rust on the working channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the uretero-reno videoscope exhibited surface rust on the working channel. The event occurred during reprocessing. There were no reports of patient involvement.